Event description:
Chemotherapy (5-fluorouracil) leak from needle. Dates of use: 46 hours (B)(6) 2013. Event abated after use stopped or dose reduced: yes. Diagnosis or reason for use: colorectal cancer treatment.